Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the colored coating on the upper part of the device has come off, exposing the underlying metal during a demonstration involving an olympus high flow insufflation unit. There was no patient injury reported.